Event description:
The patient reported experiencing a skin reaction at the insertion site arm, described as an abscess approximately the size of a walnut that persisted for nearly three weeks following use of the pod. The patient's blood glucose values were not provided. The site was characterized by redness, skin irritation, and swelling, consistent with potential lipohypertrophy and/or localized infection. Additionally, it was noted the patient developed scar tissue on their body. A replacement pod had previously been provided in relation to the event. At the time of follow up, the patient stated the issue had resolved and confirmed a new pod was placed successfully. No further information was provided.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.